Event description:
Medtronic rec'd info that this bioprosthetic mitral valve exhibited mitral regurgitation due to a suspected ruptured cusp. The valve was replaced without reported complication. However, it was reported that the pt expired in the ICU following the procedure. It was reported that the death was not valve related, with reports that the pt exhibited an uncontrollable bleed in the mediasternum due to a possible disseminated intravascular coagulation condition. The valve had been in svc for approx 8 yrs.

Manufacturer narrative:
Eval results: device history review found the prod met specs when released for distribution. Conclusions: exact cause of the event could not be determined. Analysis: tissue deterioration and large tears are present on the right cusp along the left right and ring non-coronary commissural attachments. The tears may have increased in length during retrieval. A tear is noted on the left cusp along the left right commissural attachment. Glistening off white pannus extends along the outflow edge of the sewing ring adjacent to the left and right cusps over the outflow rails and all stent posts. Thick glistening off white pannus covers the right non-coronary commissural attachment. Pannus is noted on the non-coronary left and left right commissures. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that this prod met mfg specs when released for dist. Conclusion: analysis could not determine the exact cause of the event, as some tears appear to have occurred prior to retrieval. But then appear to have been increased during retrieval. Device replaced without complication. Pt expired during post-op period, but was not attributed to this device.